Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure after firing the device, the cartridge fell into the pt. Another device was used to retrieve the cartridge. Another device was used to complete the procedure. There was no pt consequence.